Manufacturer narrative:
(B)(4) follow up emdr submission for device evaluation. The returned sample was evaluated and found to have resistance when trying to connect the access tip. Further evaluation of the valve assembly identified the interior valve assembly had been unseated and was not interfacing correctly with the access dilator. However, the investigation was not able to determine the root cause for the unseated interior valve assembly. Based on the intended use and design of the access dilator, if the dilator is correctly used to interface with the valve assembly, the identified defect with the valve interior should not occur since the dilator is designed to properly interface with the valve without causing damage to the valve interior. The evaluation also noted the locking tab on the valve was broken. No lot number was provided, therefore we are unable to perform a DHR (device history record). An evaluation of the complaint sample was able to confirm the reported failure mode. There was noticeable resistance when we attempted to insert an access tip. Further evaluation showed that the inner valves (the disc and the bidirectional valve) were both pushed into the inner diameter of the pleurx housing causing the access tip to not easily be inserted. It was also noticed that the triangular tab on the side of the pleurx valve was broken off. This is indicative of the end user trying to force the access tip and/or safety cap onto the valve rather than twisting them into place as directed by the instructions for use included with every pleurx kit. The investigation was not able to confirm the root cause for the unseated interior valve assembly. Based on the observed potential for the locking tab to break on the valve assembly, a project has been initiated to redesign the locking tab on the pleurx valve assembly to minimize the potential for the locking tab to break should the end user try to snap the valve cover onto the valve assembly. In regards to the visual damage to the interior valve assembly, the customer will be made aware concerning the use of the access dilator to access to pleurx valve. Only the dilator is to be interfaced with the valve assembly. No additional components are to be used to connect with the valve assembly since use of other components may cause damage to the valve interior as observed in this complaint.

Manufacturer narrative:
(B)(4). A follow up submission will be done upon completion of carefusion investigation. (B)(4).

Event description:
Access tip could not get connected with safety valve anymore (noticeable resistance). Safety valve changed. No harm to patient.